Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) pulmonary vein isolation a farawave was selected for use. While maneuvering the sheath and catheter to ablate the left atrium septum, the wire failed to retract into the catheter. The catheter was then replaced, and the procedure was completed without any patient complications. The device will not be returned as it has been disposed of.